Event description:
It was reported to gore that on (B)(6) 2020, the patient underwent endovascular treatment for the ulp of the thoracic arch using gore tag conformable thoracic stent graft with active control system. The ctag was intentionally deployed in a position that covered more than half of the left subclavian artery, and it was confirmed that blood flow was maintained. The patient tolerated the procedure well. Postoperatively, the patient complained of numbness in the left hand, but the onset of this symptom was unclear. In early (B)(6) 2020, a CT scan revealed occlusion of the left subclavian artery, but no migration was observed. At the patient¿s request, no reintervention was performed at that time, and treatment was managed through rehabilitation. On (B)(6) 2025, a reintervention was performed for a newly developed ulp in the descending aorta, which was outside the previously treated area. An axillary¿axillary artery bypass was created to address the occlusion of the left subclavian artery, and an additional stent graft was placed in the descending aorta. The patient tolerated the procedure. Physician¿s comment: ¿it cannot be definitively concluded that the occlusion of the left subclavian artery was caused by the ctag. However, I cannot deny the possibility, since approximately 70% of the artery was covered by the ctag during the initial procedure.¿

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.